Manufacturer narrative:
Device MFR date. Monitor. Battery pack-02/2008. Battery pack-02/2008. Device eval summary: device eval of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely, due to battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors they were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery packs.

Event description:
The nurse of a male pt contacted lifecor customer support to report that the pt has no idea how the use the device. Support sent a pt services rep ( psr) to retain the pt and the nurse. The psr arrived and found that neither battery pack would fit into the monitor. The psr replaced the pt's monitor and battery packs.